Event description:
Following the atherectomy, the diamond catheter wire was not moving and attempts to manipulate the wire caused it to fracture. Other components of the diamondback 360 degrees orbital atherectomy system. Returned part of the wire in 2009, the piece that was retained we have for now.